Event description:
After a thrombectomy procedure in a thrombosed loop graft, the amplatz thrombectomy device catheter became separated from the distal impeller's housing. The atd was removed from the pt intact, without fluoroscopic evidence of catheter remnants. The pt experienced no adverse sequela.